Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test and self test. Unit had high sleep current measurement and high active current measurement due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm within an hour after getting a low battery alert. Battery was emptied within one day. New battery cap and reset did not help. Blood glucose level at the time of the incident was 6.8 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.